Event description:
It was reported by the nurse that the pt was found in the nursing home with tesio catheter broken. According to the nurse, the pt bled out and experienced an air embol. The patent arrested and expired on 03/08/2000.